Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was having issues with priming the insulin pump, insulin kept squirting out. Customer stated the device did alarm and the drive support disk was sticking out. Customer's blood glucose was 452 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.